Manufacturer narrative:
(B)(4). The investigation confirmed that the impactor had broke as reported. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral impactor developed a crack while in use.